Event description:
During a pfa/pvi procedure, the viewflex catheter tip was fractured and could not be visualized on ultrasound. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One viewflex xtra ice catheter was received for evaluation. The reported crack in the catheter shaft was confirmed. The catheter tip was noted to be fractured. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.